Event description:
Customer reported that prior to use on a patient the iabp generated an electrical code message. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service rep noted the start-up "maintenance 58" alarm and then shut down. It was unable to reproduce alarm, but did notice that it was stored twice in the alarm logs. Proceeded to replace the manifold drive assemble and completed all calibrations required. Completed all functional and safety tests to meet factory specifications and returned the unit to the customer. The drive assemble is being returned ot the manufacturing facility in (B)(4)for evaluation. A supplemental medwatch report will be submitted once the evaluation is completed. (B)(4).